Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Following the completion of a phone call with an olympus representative, it was discovered that the reported failure was caused by a settings error. The settings were adjusted and the device is not scheduled for return.

Event description:
The customer reported that his olympus video system center¿s lamp was not lighting during procedure preparation. According to the initial reporter, the intended procedure was completed using a secondary device without any report of patient harm.